Event description:
The pharmacist reported that the pt had apparent "overdose symptoms" several hrs after pump implant. The pump replacement was performed due to infection of the previous pump. The incision was not healing properly and the hcp chose to move the pump to the other side. The surgery was performed under general anesthesia and both the catheter and the pump were replaced. The pump and catheter were primed with 9.495 mg of morphine sulfate 25 mg/ml in a single bolus. Based on the calculations and the catheter length; an additional 0.195 mg was administered with that bolos. It is unk if the hcp intended to administer a therapeutic bolus. The pt had been receiving morphine 7.6 mg/day prior to replacement. The daily dose was programmed at the lowest progammable based on the drug concentration - 1.2 mg/day. The pt had also been given a pt therapy MFR, but it was not programmed and the pt was to be seen in the office the following day for this. The pt was "recovering well" and was discharged with oral dilaudid for post-op pain. The pt was found later that day. It appeared that he had eaten a large meal and had vomited a large amount. No attempts were made to resuscitate the pt. The hcp reported that it is unk at this time if the death was due to overdose from oral dilaudid or aspiration due to vomiting. An autopsy is pending.